Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No display anomaly was noted. The insulin pump was received with minor scratches on the display window, a cracked belt clip slot, cracked battery tube threads, a missing end cap sticker and cracked reservoir tube lip.

Event description:
It was reported that the buttons on the insulin pump are unresponsive. Customer's blood glucose level at the time 3mmol/l. No additional information was provided.